Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported multiple patients with an incomplete dissection during laser treatment. The customer noted that the events occured due to ineffective docking and water suction. Additional information requested.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to acceptance criteria. The partial cut was mainly caused by the insufficient applanation. It cannot be said if this happened during laser treatment (patient movement), or if the effectiveness of the suction 1 and 2 was not checked/confirmed by the surgeon. During on site visit the service personal checked and verified the device, performed calibration, laser works correct. The root cause could not be identified conclusively. The partial cut was mainly caused by the insufficient applanation. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicates that the originally reported patients have been reported under manufacturer report number 3003288808-2015-06308, 3003288808-2015-06309, 3003288808-2015-06310, and 3003288808-2015-06311.